Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the pump flip was not determined. No further complications have been reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving preservative-free saline (1.0 "ml/ml", 0.0064 ml/day) via an implantable pump for non-malignant pain. On (B)(6) 2018, the patient came in for an initial refill. After multiple attempts, the hcp concluded that the pump was flipped. There were no known environmental, external, or patient factors that may have led or contributed to the event. Surgery was planned and would be scheduled. The issue was not resolved at the time of this report. The patient's status was alive - no injury.